Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. It is not known if the device was explanted post-mortem.

Event description:
It was reported there was intermittent loss of capture and increased impedance to approximately 3000 ohms. An xray was done and the patient was taken to surgery that same day. It was found the lead to device connection was not tight. The physician connected them tightly again, observed the device was working normally for a few days in the hospital, and the patient was discharged. The patient "died suddenly at home (B) (6) 2008." No autopsy was done. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related. Additional information reported the patient had previously been treated in the hospital 4 times because of ventricular tachycardia.

Event description:
It was reported there was intermittent loss of capture and increased impedance to approximately 3000 ohms. An xray was done and the patient was taken to surgery that day. It was found the lead to device connection was not tight. The physician connected them tightly again, observed the device was working normally for a few days in the hospital, and the patient was discharged. The patient "died suddenly at home (B)(6), 2008." No autopsy was done. There is no allegation from a health care professional that the death was device related. Additional information reported the patient had previously been treated in the hospital 4 times because of ventricular tachycardia. Also reported the date of the surgery to resecure the lead to the device was (B)(6), 2008. The patient's cause of death was reported to be frequent ventricular tachycardia and ventricular fibrillation.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported there was intermittent loss of capture and increased impedance to approximately 3000 ohms. An xray was done and the patient was taken to surgery that day. It was found the lead to device connection was not tight. The physician connected them tightly again, observed the device was working normally for a few days in the hospital, and the patient was discharged. The patient "died suddenly at home (B) (6) 2008." No autopsy was done. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related. Additional information reported the patient had previously been treated in the hospital 4 times because of ventricular tachycardia. Also reported the date of the surgery to resecure the lead to the device was (B) (6) 2008.

Manufacturer narrative:
(B) (4)

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. It is not known if the device was explanted post-mortem.